Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. No intervention or patient symptoms were reported.

Event description:
New information indicated that the patient experienced light headedness and presented for follow up. Upon interrogation, the lead continued to exhibit noise. Noise could be reproduced through pocket manipulation. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.